Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the device across the stomach using peristrips on the first firing with a black cartridge. The device locked out and did not fire. They used a green cartridge for the second and third firing with peristrips and it locked out,they fired it without a strip for the fourth firing and it would not fire. They used a second like device and the same thing happened with green cartridge for two firings. They used a long60a and attempted to fire the first firing with a green cartridge and peristrip and it locked out , the second firing was a dry fire with no peristrip and it worked. They then fired the third firing not putting as much tissue in the crotch of the device with the peristrip and it fired with no incidence. There were no unusual noises reported and not issue with opening the devices to remove from the tissue. They completed the procedure using the long60a for four more firings with green reloads. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: we determined later they were putting 45mm green loads in a 60mm gun. They were using peristrips from baxter.

Manufacturer narrative:
(B)(4). The analysis results showed that one ple60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.